Event description:
It was reported that the insulin pump alarmed no delivery during the basal delivery. The blood glucose reading was 222 mg/dl. Upon troubleshooting, insulin did not exit during the fixed prime, and the insulin pump alarmed no delivery. Insulin also did not exit the tubing with a plunger push. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. Advised the customer to change the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.